Event description:
It was reported that a shaft break occurred. A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During delivery, it was noted that the shaft broke inside the patient. The procedure was completed with another of the same device. There no patient complications reported. It was further reported that the patient was in good condition post procedure.

Manufacturer narrative:
H6 - evaluation conclusion codes: corrected.

Event description:
It was reported that a shaft break occurred. A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During delivery, it was noted that the shaft broke inside the patient. The procedure was completed with another of the same device. There no patient complications reported.